Manufacturer narrative:
(B)(4)

Event description:
It was reported that the lead exhibited noise. Episodes of at/af were recorded for lead noise. The noise was reproducible with isometrics. The device was reprogrammed. No patient symptoms were reported.